Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. UDI: (B)(4).

Event description:
The customer contacted philips healthcare to report that the device failing operational check. Pin broken on cable, pins stuck inside the defibrillator. There was no patient involvement.